Manufacturer narrative:
Findings: act and escape buttons did not respond due to unlock on lcd keypad connector. Buttons responded properly after locking lcd keypad connector. Pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support is sticking out. Customer did not recall blood glucose level at the time of incident. The issue stated on (B)(6) 2017. Troubleshooting was performed. Customer stated the insulin pump was dropped. Customer was advised to ensure they are disconnected from the pump and to make sure to treat as per healthcare provider instructions. The insulin pump will be returned for analysis.